Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the sample received revealed a blue colored polymer like material inside the spike of the drip chamber. A device history record review for model 2420-0500 lot number 20123020 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the seen in this complaint is that the foreign matter got into the spike during the manufacturing process, due to the set not being used and the customer receiving the product in with the foreign matter in the spike. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the as lvp 20d dehp 2ss cv spike tip. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event #1 it was reported that there was foreign matter found on the spike tips of some tubing." "Foreign in the spike tip in some tubing, and others had no luer lock on the end of the tubing."